Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a business partner. It was reported that additional medical history included lower extremity spasms and not responding to oral muscle relaxants. On (B)(6) 2018 no change in rate was programmed during device fill. On (B)(6) 2018, the patient presented to the emergency room with symptoms of nausea, vomiting, confusion, and low energy. A manufacturer's representative (rep) interrogated the pump in the emergency room. Telemetry was checked and per the nurse, baclofen was correctly labeled at 100 mcg/ml and 11.28 mcg/day. On (B)(6) 2018 the patient was seen in the emergency room and diagnosed with a uti. The patient was admitted to and discharged from the hospital with the diagnosis of uti. On (B)(6) 2018 the patient returned to the emergency room with lethargy, weakness, bradycardia, urinary retention, and constipation. Overdose was suspected, the pump was placed on minimum flow rate by a rep and the patient was stable. Based on symptoms improvement with lowered dose, the events were assessed as possibly related to baclofen therapy. The patient's concomitant medications included: sertraline (100 mg/day), omeprazole (40 mg/day), and ranitidine (150 mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving unknown baclofen of an unknown concentration and dose via an implantable infusion pump for intractable spasticity and other spasticity. It was reported that the hcp believed the pump was overinfusing and would like the pump shut off. According to the medical history the hcp had obtained, the patient had a refill or some kind of adjustment on (B)(6) 2018. On (B)(6) 2018 the patient presented at the hospital with nausea, vomiting, confusion, and low energy. The patient was treated (unrelated to the pump), released the next day, and seemed fine at that time. Then on (B)(6) 2018 the patient was diagnosed with a uti. On (B)(6) 2018 the patient presented at the hospital again with symptoms that match the overdose symptoms listed by the manufacturer of lethargy, weakness, bradycardic, urinary retention, and constipation. The hcp had been unable to get in contact with the patient's managing hcp. The hcp did not have accessto a clinician programmer and was requesting a local manufacturer's representative (rep) to bring one to interrogate the pump. It was unknown what brand of baclofen was currently in the patient's pump, but the patient had registered as having lioresal at one point. No further complications were expected or anticipated. Additional information was received from a healthcare professional (hcp). It was reported that in regards to the "believed the pump was overinfusing" it was stated that the hcp checked the prescription and it was okay, checked the pain and it was okay. The patient had a urinary tract infection. It was unknown if the pump was overinfusing or if it was due to the urinary tract infection. As an action/intervention to the overdose symptoms the patient was placed on minimum flow rate. The patient was stable now.